Manufacturer narrative:
The displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests were not performed due to the insulin pump having a blank display. The device had moisture damage on the electronics assembly, motor, and vibrator motor. Motor error was not verified due to blank display anomaly. The device had cracked case at the lcd window corners, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
It was reported that the customer received a motor error alarm and excessive no delivery alarms it was reported that the customer's insulin pump was exposed to moisture. Customer's blood glucose level at the time 10.7mmol/l. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.